Event description:
It was reported that during a laparoscopic cholecystectomy, the clips could not be closed properly. The operation was delayed more than one hr. Case was completed with titanium clips.